Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported they were aware of the issues and would be seeing the patient july 14th. No patient symptoms or further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient had not charged in two weeks or more, and the rep is unable to communicate with the ins. The caller alleged over discharge. The rep did the antenna locator(al) and started physician mode recharge (pmr). The device switched to power on reset (por) after a few minutes and the rep was charging normal. They were going to charge to 25% and clear the por. No patient symptoms or further complications were reported as a result of this event.